Event description:
Upon review of this complaint from an investigation perspective, it is considered that the avenir maller, stem, standard, uncemented, ha, 8, taper 12/14, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350-2023-00127.

Manufacturer narrative:
(B)(4). D10; unknown liner; item#: unknown; lot#: unknown. Upon review of this complaint from an investigation perspective, it is considered that the avenir muller, stem, standard, uncemented, ha, 8, taper 12/14, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350-2023-00127.

Manufacturer narrative:
(B)(4). Foreign germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to implant fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.